Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient presented for an implant procedure. It was noted that the plastic holding section of the lead appeared deformed. The lead was difficult to take out from the packet. The lead was not used and replaced during procedure. Patient status was not known.